Event description:
It was reported that the patient experienced hypoglycemia described as ¿sugar bottomed out,¿ which was treated with rapid-acting oral carbohydrates and required assistance, with no loss of consciousness or seizure reported. Symptoms included low blood glucose. Outcomes included temporary impairment that interfered with normal activities and required intervention to preclude a more serious injury. Investigation included attempts to obtain additional event and blood glucose details by phone. Investigation of this case revealed insufficient information to identify a device performance problem or component malfunction, and no device-related failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.